Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v541017, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that a patient whose indication for use was essential tremor had an extension issue; the extensions were cute during a plastic surgery procedure in (B)(6) 2015. The leads were undamaged. The neurosurgeon planned to replace the extensions but the procedure had not been scheduled. No patient symptoms were reported.